Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received a result of 3.9 mmol/l at 09:37 on the performa system. At 10:15 the customer tested 4.2 mmol/l; and ambulance was called, and the customer tested 2.7 mmol/l at 10:20 on the professional device. She was taken to the hospital and stabilized. The customer was admitted to the hospital due to anorexia. Medical treatment was not provided. Requested return of suspect device.